Event description:
A us distributor contacted zoll to report that a patient developed open wounds under the lifevest equipment. The patient described the area as sores on her skin had been open at one point skin is now drying up and scabbing over. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed nystatin powder for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.